Event description:
On (B)(6) 2013 during review of the vns patient¿s programming history it was observed that high impedance occurred on (B)(6) 2006. It was reported that the patient had undergone a full revision surgery on (B)(6) 2006 due to the patient suffering a ¿physical trauma event necessitating replacement of vns¿. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The surgeon reported that the patient¿s neurologist first noted the high impedance and the surgeon documented it on (B)(6) 2006 and replaced the device on (B)(6) 2006. The surgeon stated that he has no documentation concerning any kind of trauma nor of the device ever being turned off (disabled). The surgeon stated that there were x-rays done on (B)(6) 2006, ordered by his neurologist, which confirmed lead continuity. The surgeon stated that he no longer has privileges at that hospital and can¿t access any records. The surgeon stated that he last saw (B)(6) on (B)(6) 2006. The patient¿s neurologist stated that they do not follow that patient and therefore have no information. The surgeon stated that the neurologist has moved out of state. It was reported that the explanted products could not be returned for product analysis as they do not save any kind of explants and they would have been discarded.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.